Manufacturer narrative:
(B)(4). Additional information was requested, but unavailable: it was reported that the linx device was to be explanted on (B)(6) 2019. Can you please confirm that this procedure did take place on (B)(6) 2019? Was there any difficulty in removing the device? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that the patient had the linx explanted on (B)(6) 2019 due to persistent dysphagia. Interventions: steroid taper, dilations. No other information is known.

Manufacturer narrative:
(B)(4). The DHR for lot 24371 was reviewed. No ncs, defects, or reworks related to the product complaint were found.